Event description:
It was reported that while an intraocular lens (iol) was being implanted the physician had a difficult time positioning the lens in the capsular bag. The lens was removed and replaced with an anterior chamber lens. To remove the lens the incision was enlarged and a vitrectomy was performed. The patient is reported to be doing well.

Manufacturer narrative:
The returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received in a plastic bag and folding carton and had one distorted haptic. Visual inspection revealed surface residuals (fiber/particles) on the optic body of the lens and had evidence of ophthalmic viscosurgical device (ovd), compatible with handling, such as during the implant and explant process. No unacceptable cosmetic conditions were observed in the returned sample. No manufacturing defect that could have caused this type of complaint was verified in the sample returned the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Intraocular lens. Incision enlargement. All pertinent information available to the manufacturer has been submitted.